Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer's sensor glucose reading was in the low 40's mg/dl but blood glucose levels were actually 407 mg/dl. Customer noted that when she went to bed last night, her blood glucose level was 155 mg/dl. Customer woke up to the sensor beeping and stating that she was low, but she knew her blood glucose level was high because she could taste it. Customer treated with a bolus and her blood glucose level went down from 407 mg/dl to 214 mg/dl. Customer stated that the last sensor popped out and had no bent cannulas. Customer will be shipped a replacement sensor. Customer noted that she had sensor glucose reading issues after 3 days of use with the last 5 sensors. Sensors will be replaced. No further assistance needed.

Manufacturer narrative:
Reliability analysis (it mass update). Inspected 5 opened/used enlite sensors and performed bicarbonate buffer test. 2 of 5 failed per spec. 1 of 2 failed sensors due to low readings 2nd failed sensors due to no isig readings detected. 3 remaining sensors passed per specification with accurate readings. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(6) 2014.